Event description:
The customer reported that when they run an operational check they have to hit the acknowledge button again and again and they cannot break this cycle.

Manufacturer narrative:
(B)(4). The customer reported that when they run an operational check they have to hit the acknowledge button again and again and they cannot break this cycle. The device was evaluated at philips. The symptom was clarified as the device hanging during operational check. The issue was localized to the therapy pca.